Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "touch screen damage"; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of "touch screen damaged" was confirmed in the repair primary. The failure was reproduced by service. The cause of the condition was a defective flat ribbon cable. The flat ribbon cable, per parts tracker, was replaced to resolve the customer reported problem. The customer reported problem was confirmed based on the service data at the time of completion. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.